Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call of unexplained low blood glucose of 38 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and assisted customer with the settings and priming. The displacement test passed. Customer was advised to monitor the pump and call back if issues persist. Customer was also advised to follow up with their doctor regarding the low blood glucose.